Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good condition. Upon evaluation, the seal mechanism was found to be in good condition; no anomalies were noted. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the outer seal came off and dropped when the device was taken out from the package. As the outer seal came off without touching, another device was used to complete the case just to be safe. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.